Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was broken into two pieces. The proximal piece of the guide catheter was stretched, broken and loaded onto the guidewire. The distal portion was separated from the proximal piece with kinks/bends visible and was stretched near the proximal end. The guidewire could not be removed from the broken guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was withdrawn for stent deployment. The guide catheter became stretched and stuck on the olympus guidewire; however the stent was successfully deployed. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.